Manufacturer narrative:
(B)(4).

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) patient experienced an infection and endocarditis. An echocardiogram was performed, and vegetation was seen on the leads. Subsequently, a revision procedure was performed. It was noted that during the beginning of the procedure there was a trace of a pericardial effusion, however, the pericardial space was monitored and there was no change during the entire procedure. The right ventricular (rv) lead fragmented during the removal process; however, the entire rv lead was successfully removed. The crt-p, left ventricular (lv) lead, non-boston scientific right atrial (ra) lead, and non-boston scientific rv lead were successfully explanted. No additional adverse patient effects were reported.